Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d9,d10,e1(event site mail,telephone),e3,g3,g6,h2,h3,h6(type of investigation, investigation findings, component code,impact code, conclusion),h11. Additional information- e1(initial reporter) (B)(6). A getinge field service engineer (fse) inspected the unit and confirmed the reported issue. The fse replaced the fan cable assembly . The unit passed all functional test.

Event description:
It was reported during pre use check by the customer that the cardiosave intra-aortic balloon pump(iabp) had a cardiosave fan failure error -075c1. No patient involved.

Manufacturer narrative:
Due to characterization limit e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a cardiosave fan failure error-075c1.